Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of a burning sensation at the ins site. No environmental factors are believed to have contributed to the burning sensation. X rays were taken and it was determined that nothing was wrong with the patient's ins site or leads. The patient was scheduled to have a pocket revision on (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2020-mar-13 reporting that the cause of the ins heating was not known. A revision surgery was scheduled for (B)(6) 2020 to move the ins location. No further complications were reported or anticipated.